Manufacturer narrative:
The customer states that the event date is (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed with o2 not available when fio2 is set above 21%. The customer reported there was no patient involvement.